Manufacturer narrative:
Section d5: operator of device corrected section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h6: health effect - impact code and medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of a bent pin within the system controller¿s backup battery was unable to be confirmed. The 11v backup battery (serial number: (B)(6) was not returned for analysis and no log files nor images were submitted for review. Multiple good faith efforts were sent asking if any product would be returned for analysis. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The heartmate 11v backup battery (serial number: (B)(6) was inspected and accepted into the receiving inspection storage location on (B)(6) 2024 and passed all manufacturing testing. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a bent pin within the system controller¿s backup battery was confirmed. The heartmate 11 volt lithium-ion backup battery (serial number: (B)(6)) was returned with a bent pin #1. An attempt was made to connect the battery to a test controller; however, the bent pin prohibited the connection. The pin was bent back to its original state to continue testing. After connecting the battery to a test system controller, the controller was connected to a mock circulatory loop and the controller and backup battery functioned as intended throughout testing. A root cause for the bent pin was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the backup battery (ebb) was taken out of box and would not engage with the system controller. After inspection, they found that it was due to a bent pin in the ebb.